Event description:
It was reported that cooling alert on the cusa went off when they turned on the unit, which was after the cranial vault was opened. The cusa would not work. The customer had to borrow a different cusa from another facility. The patient waited 45-60 minutes under anesthesia until the new unit arrived. The doctor reported that the patient had some brain swelling. The doctor had difficulty in distinguishing the tumor from the healthy brain. Additional information was requested on (B)(6) 2013, the following was provided. On (B)(6) 2013, the female patient with an underlying medical condition of posterior fossa intraparenchymal brain tumor underwent a craniotomy for resection of posterior fossa tumor with stereotactic guidance and high power magnification. The reported brain swelling and difficulty distinguishing the tumor from healthy brain was observed during the wait for the cusa device from another facility and throughout the case. It was reported that the surgeon would have preferred to complete the tumor section before too much swelling occurred. Swelling was inevitable but the surgeon planned for that to work efficiently by resecting the tumor. Surgery was completed. The patient has been discharged to home.

Manufacturer narrative:
To date, an investigation has been initiated based upon the reported information.